Manufacturer narrative:
Product in complaint was returned to zoll on 05/04/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no physical damage was observed. However, after the platform was opened it was observed that two screw posts located at the power switch button were damaged and the clutch plate needed to be cleaned. Functional testing was performed and the reported complaint was unable to be duplicated. The platform was run for 30 minutes with a test mannequin and 6 minutes using a large resuscitation test fixture (lrtf) and no problems were observed. A review of the platform's archive was performed and no faults or errors were observed on the reported event date of (B)(6) 2015, however multiple user advisories (uas) 2 (compression tracking error), 18 (max take-up revolutions exceeded), and 45 (not at "home" position after power-on/restart) messages occurred on (B)(6) 2015. Per autopulse maintenance guide (p/n 11653-001), the platform will exhibit a user advisory (ua) 2 when it detects a change in lifeband tension. This advisory happens when either the patient or the lifeband is out of position, or if the lifeband is opened during active operation. It was determined that the patient had moved, causing a ua2 to be displayed. Per autopulse maintenance guide (p/n 11653-001), ua18 is exhibited when the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. At the time that this ua was exhibited, there was no recorded load change. Ua45 is most commonly exhibited when the lifeband straps are not fully extended before pressing start. Based on the investigation the part identified for replacement was the top cover. In summary the customer's reported complaint was confirmed through review of the archive. The root cause of the errors were unable to be determined. The platform underwent and passed all final testing.

Event description:
It was reported that during patient use, the autopulse platform was displaying multiple errors. The customer is unsure of the exact codes. No adverse patient sequelae was reported. No further information was provided.